Event description:
It was reported that this tachy lead was explanted due to lead fracture. A new lead with a different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. Laboratory testing was able to reproduce the reported clinical observations and detailed analysis did reveal any abnormalities. The direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this tachy lead was explanted due to lead fracture. A new lead with a different model was implanted. No additional adverse patient effects were reported.